Event description:
Alleged malfunction/defective/bad/failure, low resistance/impedance.

Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of info not being provided by the reporter. Despite multiple attempts to obtain such info from the reporter, MFR is unable to provide complete info. Eval results: transistor-overstress from electrocautery or exposure to esd.